Event description:
A robotic xi fenestrated bipolar instrument was returned to me with a broken cable. I am unsure if this occurred during or after the case or if this occurred in/after sterile processing; 2/10 lives remain after last documented use. FDA safety report ID# (B)(4).